Manufacturer narrative:
The investigation into the reported event is currently ongoing. A supplemental report containing the complete investigation findings and conclusions will be submitted once the investigation has been completed. MFR# reference: (B)(4).

Event description:
On (B)(6) 2026 a spontaneous case from australia was reported by a doctor via a sales representative. It was reported on (B)(6) 2026, btm-1010 (lot 231023al3) was implanted using staples to the patient's scalp following excision of squamous cell carcinoma (scc) down to the cranium. The patient was usually on apixaban (anti-coagulant), which was withheld pre-operatively. At the 1-week review, a small hematoma was observed. On (B)(6) 2026 (2-week review), the hematoma had dried and hardened "like concrete" as described by the surgeon. The surrounding area was infected with pus oozing underneath. The patient required re-excision of the posterior margins. The initial btm was removed as a whole, with no integration observed, and a new btm was reapplied at the same location (lot number not available). The surgeon noted this was a rare incident, stating they had never seen a blood clot dry up and harden "like concrete." On (B)(6) 2026, additional information was received. The sales representative confirmed there was only one btm location and no second location. The surgeon advised they did not believe the device was the cause and considered it more likely that blood had oozed from the bone, although bone does not bleed much. The surgeon noted the device did not prevent desiccation of the blood, which literally turned into concrete which I had to be picked off the bone during reapplication two weeks post-operatively. The same dressings (acticoat, moist gauze, white foam, and staples) were used during both applications. One week after re-excision and reapplication of the btm, the surgeon reported the wound looked much better.